Event description:
As reported by the sales rep, upon removal of the anchorport cannula the bulb and nose tip component separated. There was no harm done to the pt and no serious injury as a result of the component separation. The device was removed with ease from the existing incision made by the surgeon. The incision was not enlarged, elongated or modified in any way in order to remove the nose tip.

Manufacturer narrative:
The event (component separation) was isolated in nature. The assembly error was compounded by the use in obese pt. Nonetheless, upon being informed of the event, the company initiated enhanced mfg and quality control improvements in order to preclude recurrence of such an event.